Event description:
An endurant stent graft system was being used during an aaa repair and the contralateral gate did not completely open. Due to this, the surgeons were unable to cannulate the contralateral gate with a guide cath and glidewire. The next step was to deploy the graft and remove the device. The graft was then brought down to the iliac artery, which was as far as it would go. Multiple attempts were made at removal of this device but it was not possible. This led to eventual destruction of the iliac artery and subsequent external iliac femoral bifurcation bypass with 8mm dacron. Patient was stable and discharged on post-op day 2. Reason for use: endovascular aneurysm repair with one extension.